Manufacturer narrative:
H6: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing; however, the setscrew was backed out too far. Continuation of d10: product ID: 3889-28, lot# va1pmf7, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1pmf7, product type: lead. H2: device evaluation anticipated but not yet completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the issue was unknown. The rep used a revision kit to use a new torque wrench to assist with removal. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1pmf7); product type: 0200-lead; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the md was replacing an ins and had difficulty removing the lead from the battery. The md felt like the wrench was not gripping the screw in the 3058. As the lead was being removed, it peeled back the insulation. The physicain removed the grommet over the setscrew and used a second torque wrench to remove the setscrew. The caller indicated that they were able to remove the lead and connect it to a new ins. The caller was sending the ins back for analysis. Troubleshooting was not required. The issue was not resolved through troubleshooting.